Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D9: complainant part is not expected to be returned for manufacturer. Review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during repair of a pelvic fracture, two items did not perform as intended, and a third was broken. One of the foot claws that interact with the screw was broken on the low profile pelvic system red forceps used w/3.5mm screws, and the item was not usable. The ratchet was not staying secure after the small pelvic forceps 200mm and the medium pelvic forceps 250mm were squeezed into the expected self retaining position. Other reduction techniques were used, and the procedure was completed with no delay and no patient harm. This report involves one low profile pelvic system red forceps used w/3.5mm screws. This is report 1 of 1 for (B)(4).